Manufacturer narrative:
Date sent to FDA: 02/25/2019. Additional narrative: it was reported that following the procedure the patient experienced persistent small bowel obstruction, small bowel early fistula formation to old mesh, infection and adhesions. It was reported that the patient underwent a removal of the mesh on (B)(6) 2013.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information provided.